Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection in their left pectoral cardiac resynchronization therapy defibrillator (crt-d) pocket. Cultures were taken and the organism was identified as (B)(6). Antibiotic treatment was administered, and the entire crt-d system was explanted. An implantable pulse generator (ipg) and right ventricular (rv) lead were temporarily placed and the crt-d system was replaced approximately two weeks later. No further patient complications have been reported as a result of this event.